Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's 1st ins was not really working or helping them. The patient met with a rep several times for readjustments/different programs but the issue did not resolved. The patient's hcp decided to replace the ins but the new ins did not help them either and they were thinking about getting it removed. No further complications were reported. Additional information received from the hcp reported that the first ins was non-functioning before it was replaced with the new current ins. Patient data downloaded from the patient's second ins revealed that they were only using it 2% of the time, so they were educated on how to use the ins. No further complications were reported.